Event description:
The information provided to sjm from a literature article indicated the patient presented with nyha class IV dyspnea and severe aortic valve stenosis with mild valve regurgitation. This 21 mm sjm trifecta valve was explanted and replaced with a 21 mm mechanical valve from another manufacturer. The cusps of the explanted valve were observed to be thickened.